Event description:
Healthcare professional reported an unknown-side "suspected rupture". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
It has been identified that this record, mrn 9617229-2025-01624, is a duplicate of mrn 9617229-2025-04048. Please see mrn 9617229-2025-04048 for reportable events.